Event description:
(B)(4). Event occurred in the united states. The patient's father reported that they had issues with a couple of infusion sets as they did not deliver insulin. Reportedly, his son's blood glucose was 499 mg/dl at the time of first event and 522 mg/dl at the time of second event. They stopped the pump and he gave him a manual injection and changed the site twice. Subsequently, the patient was hospitalized when his high blood glucose level was in 500 mg/dl and he experienced diabetic ketoacidosis. Moreover, his stomach was hurting which doubled up the pain. He was admitted for two days. No further information available.